Manufacturer narrative:
H3: product analysis of part# nav4360120, lot # rs19e028 visual and optical inspection confirmed the tip of the expansion shaft has been damaged. The edges of the spline have been slightly bent and deformed. The tip of the inserter is bent from what appears to be. This regulatory report is being submitted due to retrospective review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding inserters. It was reported that the instrument would not grab onto the implant. No patient complications have been reported as a result of this event.